Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an adsorba 150 c unit, an internal carbon leakage was observed. It was reported the issue was found after connection with the dialyzer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the device was not provided for evaluation, however pictures of the sample were provided. The visual inspection of the three provided photos showed in photo one and two the polyflux filter had two small black particles in the header area. It was not clearly visible if these particles originated from the adsorba. The third photo showed the adsorba filter with the product label, with no visible defect. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.